Event description:
In 2009, the pt reported receiving e6 (mechanical) errors for the past few weeks. She stated that she clears the error by performing the cartridge change procedure per the user's manual. She stated that this evening she attempted to clear the error by performing the cartridge change procedure and she primed 25 units of insulin and then 10 units of insulin and nothing dripped from the end of the infusion tubing. She switched to her backup infusion device. She was concerned that the infusion device was not delivering insulin because she has been to the emergency room 2 times in the past week due to elevated blood glucose. She stated that five days prior, her blood glucose measured 34 mmol/l (612mg/dl) and she had been bolusing to lower her blood glucose. She was taken by ambulance to the hospital and was treated with an insulin IV. She was released the following morning. On the day prior to original date at 12:00pm, her blood glucose measured 34 mmol/l (612 mg/dl) and higher and she was taken by ambulance to the hospital. Her blood glucose lowered to 24 mmol/l (432 mg/dl) while in the ambulance and when she arrived at the hospital her blood glucose measured 8 mmol/l (144mg/dl). She was treated with fluids and released the same evening. She stated that her normal overnight blood glucose level is 10 mmol/l (180mg/dl) and her normal morning blood glucose level is 4 mmol/l (72mg/dl). At the time of the report her blood glucose measured 16 mmol/l (288 mg/dl). Upon follow up nine days after the original date, the patient reported that she had switched back to her primary infusion device and her blood glucose had returned to normal (8mmol/l; 144mg/dl). She believes elevated blood glucose was caused by an antibiotic she was taking due to a broken elbow. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.